Event description:
A dual chamber implantable pulse generator system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed), and the outer insulation was torn. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor was distorted and had blood/body fluid (not obstructed); the outer insulation was torn. A visual analysis was performed only. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed), and the outer insulation was torn. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor was distorted and had blood/body fluid (not obstructed); the outer insulation was torn. A visual analysis was performed only.

Event description:
A dual chamber implantable pulse generator system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.